Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, when the device was used with the blue reload for the interlobar at the first firing, it could not be fired properly. The doctor commented that he might have not grasped the trigger completely. When the device was used with a gold reload for the bronchial tubes at the third firing, the staples were not deployed properly. Additional suture was performed. There were no adverse consequences for the pt.